Event description:
Device malfunction: mislocation of clip. Time of malfunction: during vessel closure. Symptoms/ae: pain/hypotension/hematoma/surgery. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the pt had pain in the groin, a drop in blood pressure and developed a hematoma. The patient was sent to surgery and it was found that the clip was not completely on the artery. The clip was surgically removed, the hematoma was repaired and a patch was used to repair the artery. There were no other adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.